Manufacturer narrative:
Lens was returned in liquid, in lens vial. Visual inspection found a torn haptic. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm micl13.2, -13.0 diopter, implantable collamer lens was injected into the patients right eye (od) upside down on (B)(6) 2018 and during removal the lens tore. The lens was removed and replaced with the back up lens during initial surgery with no patient injury.cause of event was unknown.